Manufacturer narrative:
(B)(4).

Event description:
It was reported that abutment screw was loose.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. The collar and body are noted to be worn, indicating use. The threads are worn but do not appear to be damaged. The drive feature is noted to be stripped and no longer functions as intended. Returned device was examined visually by the naked eye and through magnification. Documents reviewed: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. The reported loosening and damaged threads events could not be confirmed following inspection. However, it was noted that the drive feature of the screw was noted to be stripped and no longer functions as intended. A complaint history review was also performed on the device lot # and that there was a similar incident found, and this incident was non-verifiable. The device history record review was performed and did not identify any non-conformances. There were no manufacturing deviations identified which would cause or contribute to this complaint. A definitive root cause has not been determined. (B)(4). Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.